Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant when the patient was being moved to their bed, the nurse noticed a lot of ectopy on electrocardiogram. The patient was brought back to the room and checked. It was found that the right ventricular (rv) lead had come dislodged. The rv lead was repositioned and remains in place. No further patient complications have been reported as a result of this event.